Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received for evaluation.   Evaluation status: 2 reported events were confirmed during testing. 2 devices were found to be affected by detached blade mount load lever. 1 device evaluation is in progress. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 3 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status: 2 devices were received. 1 device was not available for evaluation.   Event confirmation status: 2 reported events were confirmed; the cause traced to component failure. Evaluation results: 2 devices were found to be affected by a missing blade mount lever.